Event description:
It was reported that during central processing, the maryland bipolar forceps instrument resin part of the instrument seemed to have melted a little when cleaning in the central material room. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Isi followed up with the initial reporter and obtained the following additional information: thermal damage was identified while cleaning the instrument. The customer did not notice the problem before, during, or after the surgery, and only noticed it during cleaning, so the timing of its occurrence is unknown. The instrument was inspected prior to reprocessing; however, the damage could be missed. There was no damage out of the ordinary.

Event description:
Refer to h11 for follow-up information.